Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported high blood glucose. Troubleshooting was done. Customer's blood glucose was 400 mg/dl. Customer treated with insulin pump. Assisted the customer to perform high pressure test and test passed. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further info provided.